Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had moisture and caused the screen to fog impairing ability to read. Customer stated that the insulin pump had cracks and had backlight dimmer. The customer also stated that the insulin pump grinds and rewinds louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify low battery alarm, rewind and backlight anomalies due to blank display.(B)(4).